Event description:
It was reported that the patient presented to the emergency room (ER). Upon review, the patient's right ventricular(rv) lead exhibited noise leading to oversensing and pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.